Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with replace battery now alarm. The blood glucose was 124 mg/dl at the time of the incident. The insulin pump will not be returned for analysis. Troubleshooting steps were guided for replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer states there were not unattended alarms. Customer advised to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device trace download analysis confirmed the device alarmed power loss. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. No unexpected replace battery now alarms, or low battery alarms noted during testing.